Event description:
It was reported that an ilet pump did not charge when placed on the charger, and the charger indicator light did not illuminate despite use of multiple electrical outlets; the patient had been off therapy for a period and was seeking to resume use. Customer service provided assistance with troubleshooting. Investigation of this case revealed a suspected charger malfunction. No clinical symptoms reported. Outcomes included no impact to health and no medical intervention. It was concluded that replacing the charger was warranted and an overnight replacement was dispatched.